Manufacturer narrative:
No product is expected to be returned. The 510(k)# is k073231.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter was left by delivery in the rain, packaging and meter and control solution inside were damaged by dogs. This issue was not resolved with troubleshooting.